Event description:
Latest box of bd u100 1/2cc insulin syringes had excess lubricant in barrel and on plunger of syringes. When drawing insulin (humalog) into the syringe, some of the lubricant is transferred to the vial of insulin, resulting in lubricant gradually accumulating in vial. Resulting contamination of insulin vial requires discarding of vial to avoid injecting lubricant (silicone) into body along with insulin. Possible safety hazard to diabetics injecting insulin using syringe/vial. Bd contacted but problem not resolved even in replacement box of syringe provided. All syringes affected.